Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings:.display is cracked around the bottom perimeter, display is dim/fading/reddish, battery compartment is cracked along the side starting from seal case, investigation completed with returned battery cap

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display was detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.